Manufacturer narrative:
Additional information was received regarding the size of the implant; therefore, corrections were made to update size and product info. The lot number was provided along with the UDI no. Implant size from inclusive tapered implant 4.2 mmd x 13 mml x 4.5 mmp to inclusive tapered implant 3.2 mmd x 11.5 mml x 3.5 mmp, model - from 70-1070-imp0013 to 70-1070-imp0007, exp date from 08-jun-2021 to 23-mar-2022, manufacture date from 08-jun-2016 to 23-mar-2017. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important local patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. No abnormality with the implant was confirmed, this event will be tracked and trended.

Manufacturer narrative:
Patient's date of birth, race, ethnicity, sex, age & weight were requested, however, not received as of the date of this report. Requests to have the device returned were made; however, the reported device has not yet been returned for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lacked primary stability and lost osseointegration. The implant was extracted approximately 2 months after it was placed in the "left central" tooth. The implant site had type 4 bone quality. The implant site was reported to be infected. There was no abnormality noticed with the implant. The patient was reported to be a smoker with a condition of periodontal disease. {please reference 3011649314-2018-00017/ (B)(6) for 1st device}.